Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly power off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device unexpectedly power off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. Stryker archived the device as it reached its end-of-life and withdrawn from service. The cause of the reported issue could not be determined.